Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues arise.